Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a system extraction procedure. Upon review, the right ventricular lead exhibited low defibrillation impedance and lead fracture. The physician explanted the lead and electively explanted the rest of the implantable cardioverter defibrillator system since the patient's ejection fraction had improved. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 8.1 cm (connector portion) and 52.5 cm (distal portion) with the helix extended and clogged with blood. Visual examination found a suture sleeve tie impression 32.7 cm from the distal tip on the distal portion with cuts to the insulation. Clavicular crush damage was noted at 30.2 cm - 32.2 cm from the distal tip, with all cable lumens breached and the ptfe liner and etfe coating of one ring electrode and right ventricular cable damaged. X-ray examination found no anomalies. No internal shorts or conductor fractures were found. The reported event of low defibrillation impedance was confirmed and attributed to the clavicular crush damage. The reported event of fracture was not confirmed. Additional findings found external insulation abrasions breaching the optim sheath from 38.6 cm to 39.1 cm and 48.4 cm to 48.8 cm from the distal tip due to friction to the device can.